Manufacturer narrative:
The customer has been contacted to obtain further information and at this time no new information has been received. A follow up report will be submitted when new information is received.

Event description:
The customer reported that the exhalation valve and the security valve did not open and that 'barotrauma' occurred in the patient.